Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the reported event by a health care professional found: procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. A stroke can happen to anyone at any time. It occurs when blood flow to an area of brain is cut off. When this happens, brain cells are deprived of oxygen and begin to die. Stroke is also known as the following: cva (cerebral vascular accident), tia (transient ischemic attack) and brain infarction. There are two classifications of stroke. A hemorrhagic stroke is when a brain aneurysm bursts or a weakened blood vessel leaks. An ischemic stroke occurs when a blood vessel carrying blood to the brain is blocked by a blood clot which can be cardiogenic due to underlying atrial fibrillation or from anti- or hypercoagulants which change the viscosity of the blood. A perioperative stroke is a serious and rare complication that may occur when a patient undergoes a surgical procedure and typically requires medical intervention. The root cause of the reported event was determined to be unrelated to the device. This is a limited investigation, a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). D4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 00880304990197. G2 - foreign: france. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is k171540. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient sustained a fall resulting in a displaced fracture of the neck of the left femur. Subsequently, during the procedure the patient had an occurrence of low cardiac output with hypotension, cardiac massage was performed as well as norepinephrine given. The patient was transferred out of the operating room in a coma. It was further reported that the patient gradually regained consciousness. Post-operative MRI showed diffuse ischemic lesions, suggestive of an intraoperative stroke. Due diligence is in progress for this complaint; no further additional information has been received at the time of this report.